Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There was no pt involvement. There has been no reported pt or user injury, and the case was successfully completed with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the flex assembly and pin connector were corroded. The rear motor assembly, gear train, and rotor assembly were replaced along with other components.